Event description:
The patient received the scs system on (B)(6) 2011. Patient had the lead implanted at t8/t10 for low back pain. It was reported the patient only felt stimulation on the left side and mostly around her knee. X-rays showed lead had migrated to the left of t11/t12. On (B)(6) 2011, the physician replaced the percutaneous lead with a paddle lead. The explanted product has been retained by the facility and will not be returned to sjm. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.